Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. No concomitant procedures occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the perceval stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery.

Manufacturer narrative:
Despite the device was initially marked as available for return, it is yet to be received. As such, no device investigation has been yet possible. Based on the available information, the root cause cannot be definitively stated. It is possible that the patient anatomy (i.e. Hypertrophic septum) contributed to the reported event. However, since no device investigation was possible, this cannot be ultimately confirmed. Should the device be received in the future, proper investigative actions will be taken and an update report will be submitted.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. No concomitant procedures occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the perceval stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery. Additional information received confirmed that no myectomy was performed after the explant of the pvs21 and before the implant of the edwards valve. There were no concomitant procedures performed.

Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. The valve was reportedly well seated before closing the aorta. After weaning from bypass, a major perivalvular leak was observed. The aorta was consequently re-opened and it was noticed that the proximal part of the perceval stent (outflow) was folded at the right coronary cusp. The annulus still had a perfect circular shape. The patient had a hypertrophic septum. No bulky calcium was present. The pvs21 was removed and replaced with an edwards 21mm. The patient remained stable throughout the procedure, with a good outcome after surgery.